Manufacturer narrative:
.

Event description:
It was reported that the surgeon attempted to insert a 18.0 diopter cc4204bf collamer plate lens and the lens was torn while advancing in the injector. There was no patient contact. The reporter stated the incident was caused by the foam tip plunger.